Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was initially reported by a nurse practitioner (np) that the patient had a hypoglycemic event. The medical doctor (md) and np had requested the event be reported to dexcom and provided the patient¿s clarity report. Follow up contact with the patient¿s spouse was made on (B)(6) 2024. The spouse alleged no audio alerts for the patient¿s hypoglycemic state the day of the event. The event occurred the day after the sensor had been inserted in the arm on (B)(6) 2024. The patient used beta bionic ilet pancreas system. The reporter noted that on the day of the event, she wasn¿t home most of the day. She was in and out for appointments. She noted that the clarity report from the endocrinologist indicated the cgm stopped around :920am. The last cgm value prior to stopping was reportedly 54 md/gl. She reportedly talked to the patient on the phone from 10:00-1010am and he was fine and coherent. The patient¿s spouse stated that when she stopped at home between appointments, she assumed the patient was taking a nap because there were no cgm alerts or alarms sounding. The spouse stated there was no beeping, which is why she thought he was asleep only. She reportedly had no idea he was hypoglycemic. She noted that the display device would normally beep when the cgm value gets to around 78 mg/dl. She had come home to change clothes noting he seemed fine at noon and departed again at 12:50pm. She did not return until 3:20pm. At that time, the patient was on the floor unresponsive, and an ambulance was called at approximately 3:30pm. She noted that he has hypoglycemia unawareness and does not become symptomatic until he is less than 70 mg/dl. When emergency medical services (ems) arrived, the bg was 31 mg/dl. Reversal of hypoglycemia was not discussed. The patient was reportedly comatose at the time of the call with poor prognosis. The patient¿s spouse indicated that the doctors believed the patient to have been unconscious for at least 2 hours at the time of his discovery. The patient¿s spouse stated that she would log into the patient¿s account and review the data findings with the health care providers. Follow up contact with the patient¿s spouse was made on (B)(6) 2024. The patient¿s spouse reported that after 16 days in a coma, the patient was awake and slowly recovering. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to add the information to follow up report 1. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.